Manufacturer narrative:
(B)(4). Date sent: 08/14/2019. Response to additional information requested: no additional information available. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4). The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of implant? What is the lot number for the lxmc15 device? Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin?

Event description:
It was reported that post implant of an unknown procedure, removing a linx device from a patient due to persistent reflux. It is a lxmc15. It is unknown if there are any adverse patient consequences.